Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for aortic arch aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) and two gore® dryseal flex introducer sheaths (dsf). The patient¿s femoral arteries (fa) and external iliac arteries (eia) were narrow on both sides. Firstly, the physician tried to advance a 22fr dsf from the left fa but could not as the left eia was too narrow. The physician also tried to dilate the eia by inserting a 16fr dsf, but it had no effect. The dsf could not be advanced from the right fa and the physician gave up the approach from fa. Next, the physician tried to insert the dsf from the left eia, but this was not successful. He tried to directly advance the ctag-ac delivery catheter without dsf sheath from the left eia, but this was not successful either. Finally, the dsf was inserted from the right common iliac artery (cia). The ctag-ac was placed as planned. After the implantation, an echography showed no blood flow in the left eia. Thus, an angiography was performed, and it showed dissections in both sides (right cia to eia, left eia). Therefore, a bare-metal stent (smart) was placed on the dissected site in the right side, and a femoral-femoral bypass was constructed for recovering blood flow in the left side. The patient tolerated the procedure. The reporting physician commented: the patient had no calcified vessels or stenosis, however, the sheaths could not be advanced from neither of the fas.